Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately at the mid-section of the distal markerband. -markerbands/tip/blades: the markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no issues with the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal posterior descending branch. A 10mm x 2.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm upon third dilation without existing calcification observed in the optical coherence tomography (oct) image with dragonfly. The balloon was then simply pulled out from the patient's body. Subsequently, a 2/15 non-bsc and 2/20 non-bsc device were used. The procedure was completed with a different device. No complications reported and patient condition was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal posterior descending branch. A 10mm x 2.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm upon third dilation without existing calcification observed in the optical coherence tomography (oct) image with dragonfly. The balloon was then simply pulled out from the patient's body. Subsequently, a 2/15 non-bsc and 2/20 non-bsc device were used. The procedure was completed with a different device. No complications reported and patient condition was good.